Event description:
Customer hospitalized due to high blood glucose. Reviewed programming and it appeared to be correct. Pump was functionally tested and performed normally. Ran high ppessure test, pump alarmed at 2.4u. Explained to customer issue is most likely set/site issue.